Event description:
The customer reported that the coagulation function of the device was not working properly. The surgeon was not able to control bleeding with this device. There was no injury to the patient. No further details have been made available.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.